Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to heart issues. For the first day or two the customer was wearing the insulin pump. But, as the caller stated, it was disconnected because the customer's blood glucose was running on the high side. The customer was placed on insulin drips. The customer was hospitalized on (B)(6) 2015 due to several heart attacks that she had. The caller stated that the customer passed away on (B)(6) 2015, in the hospital. The cause of death was multiple heart attacks. The caller stated that the heart attacks were contributed by diabetes; the customer had about six heart attacks. The customer had heart disease and kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The customer used sensors sporadically; the caller was unsure when the customer used sensors last. The caller no longer has the insulin pump.